Event description:
The lay user/pt called lifescan (lfs) in 2005 and alleged that his meter was set to the incorrect unit of measurement. The medical affairs specialist mailed a letter on the same day, since the user could not be reached by telephone for further clarification. The pt reported that his meter was reading in mmol/l when he is expecting results to read as mg/dl. It is not known how long his meter was reading in mmol/l. He reportedly contacted his physician for advice due to the results that he was obtaining. Unfortunately, he did not report any specific results. The physician took the pt off of his regular medications and increased the amount of insulin. He was orginally taking 10 units of insulin and is now taking 20 units of insulin. It would have been helpful to know if the pt's medications were adjusted in relation to the meter reading in mmol/l. The pt was unable/unwilling to state if he recently made any changes to the unit of measurement. He did state that the meter was previously set correctly. No injury or harm was alleged; the pt did not report any symptoms, or medical intervention. A replacement meter has been sent.